Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the ok button sticking and having a delayed response was not able to be duplicated; all buttons responded appropriately to button presses. No buttons were found to be sticking. The keypad cover was removed and no evidence of contamination was found under any button contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was sticking and had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.